Event description:
It was reported that this right ventricular (rv) defibrillator lead intermittently exhibited high out of range shock lead impedance measurement greater than 200 ohms. Patient was brought in and tried to recreate to no avail. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service.